Manufacturer narrative:
H.6 investigation: severity: s_1__; occurrence: a complaint history check was performed and this is the 6th related complaint for not clipping on lot # 7177532. Investigation summary: customer returned one (1) used bd safe-clip device from lot 7177532. Patient's mother reported that: short needles do not cut needles, expresses that she believes she is "stuck". The returned safe clip was examined microscopically, and the cutting hole was also observed to be blocked by cannula cut from previous usage cannula were not able to be cut using the returned safe-clip. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. According with the DHR the problem ¿no clipping¿,¿ cutter blocked¿ and ¿difficult or unable to operate¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test. Based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now likely full complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time h3 other text : see h:10

Event description:
It was reported that an unspecified number of safe-clips experienced jamming/an inability to clip during use. The following information was provided by the initial reporter: patient's mother is reported to the patient program on (B)(6) 2019, reports since monday (B)(6) 2019 notes that short needles do not cut needles, expresses that she believes she is "stuck".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of safe-clips experienced jamming/an inability to clip during use. The following information was provided by the initial reporter: patient's mother is reported to the patient program on (B)(6) 2019, reports since monday (B)(6) 2019 notes that short needles do not cut needles, expresses that she believes she is "stuck".